Manufacturer narrative:
G4:25jan2021. B4:04feb2021. The field service engineer (fse) confirmed the failure. The (fse) replaced the power cord to resolve the issue. Following the repair, the device passed all testing and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08dec2020.

Event description:
The customer reported unable to boot. The unit was not in use, and there was no patient or user harm reported.